Manufacturer narrative:
Evaluation summary: the sealing cap is manufactured from a silicone rubber that is red in color. Visual inspection of the sealing cap showed a half moon shaped piece from the sealing cap broken off. The 12.9mm piece was cleanly cut around the edge to appear as a half moon shape. This actual sealing cap was use for approximately 6 weeks with 2 procedures a week. The insert capacity for this sealing cap is 9.5 mm to 10mm. Richard wolf sealing cap chart instructions specifies a 5.5 mm or greater fitting for this sealing cap. The scope that was used with the sealing cap was an 8934.41, 10mm 0 degree scope, as required. The scope was not returned as part of the investigation due to no further issues with using the next sealing cap with the scope. Cause: the damage to the sealing cap was, in our opinion caused by an instrument. A response letter will be sent to the customer to ensure that the scope they use is being properly maintained by richard wolf. Any unsmooth edge could cause damage to the sealing cap.

Event description:
It was reported during a lap chole procedure, a small half-moon shaped piece of a sealing cap broke off as the scope was inserted into the pt. At the end of the procedure, it was removed. There was no pt consequence. There was no delay in the procedure.